Event description:
2 vents reported as not functioning correctly. Both ventilators were squawking and one needed a safety valve, max pressure valve and peep pressure valve adjusted. After talking to the tech support person they knew immediately the cause of the squawk. Removed bottom cup from exhalation valve and squawking stopped.